Event description:
It was reported to ventec by a third party service provider that the device was unable to maintain peep (positive end expiratory pressure). During the device evaluation, the technician observed that it measured higher peep than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by an authorized service provider (asp) where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. The device will be sent to ventec for further evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) was confirmed. The asp replaced the internal flow transducer (ift), external flow module (efm) and exhalation control module (ecm) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm, efm and ift. H3 other text: serviced by asp.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01185-000 section d4, model #, of the initial medwatch report should have stated: v+pro, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).